Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The device remains in service. No adverse patient effects were reported. Additional information obtained, no further testing has been performed, plan is to continue to monitor.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The device remains in service. No adverse patient effects were reported.